Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system on (B)(6) 2010. It was reported the pt observed low battery warnings on (B)(6) 2011. The flag was cleared with instructions provided by the sjm rep. No further info is available at this time.